Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the customer (a 6 year old child) experienced an allergic skin reaction while wearing an adc freestyle libre sensor for 2 days. Caller further reported that on (B)(6) 2018 the customer experienced symptoms described as redness and blisters and had contact with a healthcare professional who prescribed a cortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor was returned with the adhesive removed from the sensor. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer's father reported the customer (a (B)(6) old child) experienced an allergic skin reaction while wearing an adc freestyle libre sensor for 2 days. Caller further reported that on (B)(6) 2018 the customer experienced symptoms described as redness and blisters and had contact with a healthcare professional who prescribed a cortisone cream for treatment. There was no report of death or permanent injury associated with this event.